Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported going in the ocean with the insulin pump and now the display is blank the customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.